Event description:
It was reported that the lead integrity alert triggered while the patient was working on electrical circuits which may have caused electrical magnetic interference (emi). The device is still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.